Event description:
It was reported that the needle-free connector junction was cracked and leaked fluid while infusing with bd q-syte¿ micro bore extension set. There was no report of patient impact. The following information was provided by the initial reporter: there is a crack at the junction of the needle-free connector, and it oozes during infusion.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle-free connector junction was cracked and leaked fluid while infusing with bd q-syte¿ micro bore extension set. There was no report of patient impact. The following information was provided by the initial reporter: there is a crack at the junction of the needle-free connector, and it oozes during infusion.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photo submitted for evaluation. The reported issue was not confirmed upon inspection of the photos. The photograph supplied did not have sufficient evidence to confirm the reported defect. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle-free connector junction was cracked and leaked fluid while infusing with bd q-syte¿ micro bore extension set. There was no report of patient impact. The following information was provided by the initial reporter: there is a crack at the junction of the needle-free connector, and it oozes during infusion.